Event description:
New information received notes that the device was explanted. No information regarding adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing.

Event description:
It was reported that a patient presented with premature battery depletion and inappropriate shocks due to incorrect interpretation of signal. Corrective programming changes were made, and surgical intervention was planned. No further intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion and inappropriate shocks. Corrective programming changes were made, and surgical intervention was planned. No further intervention or adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.